Manufacturer narrative:
Patient information and event date were requested from the customer , but no response received.

Event description:
The customer reported that the ventilator alarmed with displayed codes that indicated a spi bus failure. The customer reported that it's unknown if the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The customer reported that unit failed with power supply issue ovp circuit failed error.